Manufacturer narrative:
(B)(4). G2 - foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the spring of the femoral slap hammer fractured while removing a trial. All fragments were recovered and accounted for, and the procedure was completed without additional instrumentation. There were no consequences or impact to the patient. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.